Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2017 to assess the instrument test well images in question, which appeared visually weak positive. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. An immucor field service engineer visited the customer site on (B)(4) 2017 to assess the testing instrument in question, and adjusted the washer residual volume.

Event description:
On (B)(6) 2017 a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.